Manufacturer narrative:
The device was not returned. Production records were reviewed. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or ithere were no nonconformities noted with the lot during production. All finished goods testing requirements were met prior release. There was no evidence that the device failed to meet specifications and the report could not substantiated. A cause for the event cannot be established. Ts employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by FDA.

Event description:
According to the reporter, "it was reported in a case yesterday six internal bridges and 16 anchors were implant but used a total of 20 anchors. We had to remove four total anchors. We could not find one of the buttons after removal. It is believed one of the buttons fell in the chest cavity and was unretrievable after multiple hours of investigation. They ultimately closed up the patient after multiple x-rays, trying to locate the button, but was unsuccessful."